Event description:
It was reported to philips that the wireless foot switch loses connection every 30 seconds. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was never stopped. A philips field service engineer (fse) examined the system onsite and confirmed that the label was not legible to record the serial number, and there are no other issues with wfs (wireless foot switch). The fse replaced the new wfs, and it worked great. During further testing, the fse noticed the wfs was internally losing connection to tsm (touch screen module) /tso (table side operation) every 30 seconds, which was addressed and resolved in the subsequent case. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue does not impact the clinical procedure and it was completed without any delay. Based on the investigation results, philips concluded that the complaint is not reportable.